Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, it was noted that the atrial lead was dislodged. The lead was repositioned successfully on (B)(6) 2016. The patient was fine prior during and post procedure.